Manufacturer narrative:
(B)(4). The other prostar xl device referenced in describe event or problem is filed under a separate medwatch report number. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported failure to deploy the needles could not be determined. Factors that contribute to failure to deploy the needles include, but not limited to, manufacturing, user techniques (incorrect angle, device orientation, clamped suture lumen). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Updated case details: it was reported that suture placement in the right common femoral artery was attempted with a prostar xl device using the pre-close technique via a 6f sheath prior to thoracic endovascular aneurysm repair (tevar) interventional procedure. Reportedly, the sutures of the first prostar xl were successfully preplaced. Suture placement was attempted with a second prostar xl; however, all of the needles remained in the barrel and failed to deploy. Needle back down was performed prior to removal of the prostar xl device. The sutures of a third prostar xl device were successfully pre-placed. The sheath was upsized to a 24f and the tevar procedure was completed. The pre-placed sutures of the first and third prostar xl devices were used; however, failed to achieve hemostasis. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement of an unspecified artery was attempted with a prostar xl device relative to an unspecified procedure. Reportedly, the prostar xl needle remained in the barrel. Another device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.